Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 871761, 871781) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depressed mood and paratubal cyst. Previously administered products included for an unreported indication: nexplanon from 2007 to 2010, depo provera from 1999 to 2005 and mirena. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), device expulsion ("migration of essure device location of device: uterus") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, device expulsion and abdominal pain outcome was unknown. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: reporters, patient demographics, medical history and historical drugs were added. Suspect drug indication and lot number were added. On (B)(6) 2014, she implanted essure (previously reported as 2014). Added events abnormal bleeding (vaginal, menorrhagia), migration of essure device location of device: uterus, dysmenorrhea (cramping), pain and abdominal pain. On (B)(6) 2015, she explanted essure. Injury event was deleted and case becomes valid. On (B)(6) 2019: medical record received. Reporters added. Lot number added. Incident. We received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device expulsion ('migration of essure device location of device: uterus/migration (movement) of essure/migration of left coil to sidewall of uterus.') In an adult female patient who had essure (batch no. 871761, 871781) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depressed mood and paratubal cyst. Previously administered products included for an unreported indication: nexplanon from 2007 to 2010, depo provera from 1999 to 2005 and mirena. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on 1-jan-2016. At the time of the report, the pelvic pain, device expulsion, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for insertion date previous reported (B)(6) -2014 , now 01jan2014 and for removal previous reported (B)(6) 2015 and now (B)(6) 2016 discrepancy noted for insertion date previous reported 01-(B)(6) 2014 discrepancy noted for removal date previous reported :-(B)(6) 2016,now (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: pfs received:- new event nickel allergy was added. Rcc was added. Reporter was added. Cluster ID was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device expulsion ('migration of essure device location of device: uterus/migration (movement) of essure/migration of left coil to sidewall of uterus.') In an adult female patient who had essure (batch no. (871761-not valid, 871781)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depressed mood and paratubal cyst. Previously administered products included for an unreported indication: nexplanon from 2007 to 2010, depo provera from 1999 to 2005 and mirena. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device expulsion, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for insertion date previous reported (B)(6) 2014 , now (B)(6) 2014 and for removal previous reported (B)(6) 2015 and now (B)(6) 2016 discrepancy noted for insertion date previous reported (B)(6) 2014,now (B)(6) 2014 discrepancy noted for removal date previous reported :-(B)(6) 2016, now (B)(6) 2015 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. The lot number reported (871761) is inv. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020: update of information (batch is not valid). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain') and device expulsion ('migration of essure device, location of device: uterus/migration (movement) of essure/migration of left coil to sidewall of uterus'). In an adult female patient who had essure (batch no. 871761,871781-inv), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: depressed mood and paratubal cyst. Previously administered products, included for an unreported indication: nexplanon from 2007 to 2010, depo provera from 1999 to 2005 and mirena. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, device expulsion, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted, for insertion date previous reported: (B)(6) 2014, now (B)(6) 2014. And for removal previous reported: (B)(6) 2015 and now (B)(6) 2016. Discrepancy noted, for insertion date previous reported: (B)(6) 2014. Discrepancy noted, for removal date previous reported: (B)(6) 2016, now (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2014, total bilateral occlusion. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020, update of information (batch is not valid). Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device expulsion ('migration of essure device location of device: uterus/migration (movement) of essure/migration of left coil to sidewall of uterus.') In an adult female patient who had essure (batch no. (871761, 871781)not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depressed mood and paratubal cyst. Previously administered products included for an unreported indication: nexplanon from 2007 to 2010, depo provera from 1999 to 2005 and mirena. On (B)(6) -2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) -2016. At the time of the report, the pelvic pain, device expulsion, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for insertion date previous reported (B)(6) -2014 , now (B)(6) 2014 and for removal previous reported (B)(6) 2015 and now (B)(6) 2016 discrepancy noted for insertion date previous reported (B)(6) 2014,now(B)(6) -2014 discrepancy noted for removal date previous reported :-(B)(6) 2016,now (B)(6) -2015 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. The lot numbers (871761, 871781) are not valid quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) -2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.